Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: -evaluation of actual device. -review of device history records. -review of complaint history. Evaluation of device: no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit would not have slipped. General maintenance and cleaning required. This device was manufactured on (B)(6) 2012 and a review of dhrs containing lot code 129 showed that the following lots passed the required inspection points without reworks, or variances: service history: date of service: (B)(6) 2014. No manufacturing or design related trend has been identified. Conclusion: in summary the end users experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required. The mayfield patient positioning for success chart has been provided as a refresher tool.

Event description:
This is the second of three reports. Slippage of the device was reported. It was unknown which of the three pieces the surgeon used actually slipped. Additional information has been requested.